Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).